Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Sus voluntary event report: #mw5055345. Event description: voluntary (B)(6) 2015 14:18:18:18.00: pt was undergoing transarterial chemoembolization (tace) procedure. Interventional radiology physician was using abbott vascular starclose device for arterial closure. The step 3 part of the device would not retract, and secondary release mechanism also did not work, so manual release with a kelly clamp needed to be implemented. This led to unsuccessful deployment of the closure device so manual pressure on the groin needed to be placed. No additional information was provided.